Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced adhesive failure on (B)(6) 2026, as the patch was coming loose after only a few hours. During this event, the patient's blood glucose rose to about 300 mg/dl, and bent cannula with occlusion alerts were also reported. No further information available.